Event description:
An event was received via voluntary medwatch form mw5150989. It was reported that the patient experienced a fall on the head. Patient also experienced tingling/shocking sensations down their legs with increased falls and ambulation difficulties that required a walker. It was also reported that patient had numbness below the umbilicus and was subsequently admitted for emergency surgery. During surgical procedure, it was noted that the lead migrated and calcified to the spine. The system was explanted, and patient had a spinal fusion. Patient has since been able to walk and regained some feeling in the leg but not the right foot.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated. Section d6b: date of explant if unknown and was not provided in medwatch report. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.